Event description:
Pt revised for pain around tip of lag screw.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 90 other devices from lot djhcm2 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Provided info states the pt developed trochanteric bursitis, located primarily around the lateral tip of the lag screw. The pt was complaining of pain and scar tissue that formed as a result of the bursitis. The cause of the bursitis is unk. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.